Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. Polarity was reprogrammed and the lead remains in use. The patient was enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m implantable tachy lead (B)(6) 2013; 5568 implantable pacing lead (B)(6) 2013. (B)(4).